Event description:
Wright implant completely rejected by pt. Two additional surgical procedures required over a three month period which included the complete removal of the implant. Pt's wound also treated by primary surgeon in office during the time period (B)(6) 2009 - (B)(6) 2010. As of (B)(6) 2010, pt has resumed all activities, the wound has completely healed and he has been discharged from his primary surgeon's care for this condition.